Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) of 700 mg/dl. Customer reported to the emergency room (ER) due to blood glucose level. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.